Event description:
Related to MFR report # 2183959-2012-01583. Plaintiff was implanted with the ams perigee graft on (B)(6), 2010 to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleges that "plaintiff began experiencing, pain, infections, bleeding, vaginal scarring/shrinkage, pain with sexual intercourse and urinary problems sometime after implant." "Plaintiff returned to her physicians several times due to complications and problems attributed to the mesh product. Plaintiff suffered, and continues to suffer, serious bodily injury and harm," and the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.